Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon was able to remove the shavings and complete the procedure with the instrument. The hospital has reported no pt injury occurred.